Event description:
It was reported that the titanium adapter disconnected from a minicap transfer set during patient use. The patient was placed on a prophylactic dose of vancomycin (dose unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This event occurred (B)(6) 2014. The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.